Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm of an unk size approx 2 months ago. The aortic neck was 11.5 mm long. The left common iliac artery narrowed to 10 mm in diameter for about 2 cm and then flared out to 13 mm distally. It was reported that the pt presented with a complete limb occlusion 1 month post-stent graft implantation. The thrombosis/occlusion was due to an area of narrowing in the left common iliac artery, and there were no kinks evident on the stent graft. The physician elected to intervene by placing a stent from another MFR. No add'l clinical sequelae were reported, and the pt is fine. An internal review of returned pre-implant films showed that the iliac arteries have some calcification bilaterally and minimal tortuosity. The common iliac diameters varied from approx 9 - 15mm on the left side, compared to 11 - 13mm on the right side. The stent graft occlusion could not be evaluated, since post-implant films were not provided.

Manufacturer narrative:
(B)(4). Result - graft occlusion. Result & conclusion - narrowed common iliac artery.